Event description:
This was an interventional case, left leg angioplasty, accessed via the right common femoral artery (cfa). The pt was anti-coagulated and received 4,000 units of heparin. Calcification of the vessel was noted, but the pt was not obese and there was no tortuosity or scarring to the artery. Stenosis was noted just distal to the stick in the right cfa. The procedural sheath was upsized from 4-7fr. Upon completion of the case, the sheath was pulled with an act of 181 seconds. Hemostasis was achieved following a 10 minutes hold. An attempt by the pt to get on bedpan caused a rebleed (oozing with dressing saturated) and hematoma. Pressure was held again for 30 minutes at which time hemostasis was achieved for a second time. Three hours of bedrest ensued after which the pt ambulated and was sent home. Later that evening, while attempting a bowel movement, the site began to bleed again. The pt returned to the hospital and a surgical intervention was undertaken, during which it was noted that both the pilot stick and the arstaotomy were actively bleeding. The pt remained in the hospital, date of discharge unknown.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera access system instructions for use (IFU), was reviewed. Vascular hemorrhage and hematomas are known possible adverse effects of vascular access procedure and are listed to the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warning and precautions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, is unknown as it cannot be definitively determined.